Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise and impedance measurements of 1950 ohms. The lead was surgically abandoned and replaced during a procedure to upgrade the patient's therapy. No additional adverse patient effects were reported.